Event description:
It was reported that during a brachial artery approach procedure of the mildly calcified, mildly tortuous, distal de novo, right coronary artery (rca), the balance middleweight (bmw) elite guide wire was introduced and a 1.5 x 10 mm non-abbott balloon dilatation catheter (bdc) was advanced but could not cross the gold marker on the guide wire. The bdc was removed and a second 1.25 x 12 mm non-abbott bdc was advanced on the same bmw elite guide wire without issue and was used in the procedure. A 2.25 x 8 mm non-abbott stent was placed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed there was a separated [broken] proximal coil.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.